Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia beginning about three hours after an infusion set change using an inset 23" set, with the device alerting for prolonged elevated glucose and subsequent confirmation of a bent cannula upon site replacement. Symptoms included elevated blood glucose without ketones and without acute complications. Outcomes included the need for user troubleshooting and education, with no professional medical intervention or hospitalization. Investigation included complaint review and user troubleshooting. Investigation of this case revealed a bent cannula at the infusion site that could have impeded insulin delivery, while the precise cause of the hyperglycemia remained unclear. It was concluded that hyperglycemia occurred with cause unclear following evidence of a bent cannula, and the user replaced the site and planned to monitor glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.